Manufacturer narrative:
Additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient did not receive the medication during infusion. The tubing was clamped but the pump displayed run with no alarm. The continuous infusion rate was reported as 2.4, the reservoir volume was 114 ml, and given was none but the pump displayed 110 ml. The length of infusion was 46hr with lock level 2. No patient injury was reported.